Event description:
On (B)(6) 2014, the reporter contacted animas, alleging an issue with short battery life, despite changing the battery. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/16/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the black box did not show any evidence of short battery life. The black box showed that multiple call service 087 alarms had occurred. The pump powered on to a call service 069 alarm that could not be cleared. Investigation for the alleged short battery life issue could not be adequately completed due to the alarm. The pump cover was removed and there were no defects found to the power circuit. The call service 69 failure was written to the black box as a call service 87 failure. Investigation revealed that a language corruption occurred at a component on the printed circuit board resulting in a call service alarm. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.